Manufacturer narrative:
The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Hemodynamic changes induced by the embolization may result in hemorrhagic complications. Hemorrhage is a known inherent risk of fistula embolization procedure and is documented in the onyx instruction for use.

Event description:
Medtronic received information that a patient experienced subarachnoid or subdural hemorrhage following onyx embolization procedure. A patient who had been embolized with onyx for a left cerebellar dural fistula experienced a sudden headache. No device issue was reported during the procedure. Medical record review showed that the CT scan revealed spontaneous hyperdensity corresponding to recent subarachnoid retroclival, peribulbar and perimedullary rebleeding. There was a mass effect in the lower part of the cerebral trunk and the upper part of the marrow, mainly on the left. The embolization material was in place and producing artefacts in the posterior fossa. The event ended after 12 days without sequelae. No further information was provided.